Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated they thought the first 2 batteries would last 5 years, but they only lasted about 2 and 1/2 years. No patient symptoms were reported. It was noted that the device had been replaced. No further complications were reported or anticipated.